Event description:
A nurse reported to baxter an issue of leaking uv flash transfer set found during use. The nurse stated that there was leakage from the silicone tubing of the transfer set. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The cause was undetermined for the reported issue. Since the lot number was not available, a batch review was not performed.

Manufacturer narrative:
(B)(4). This complaint for leak was confirmed in the lab. Baxter received one used set with no cap on spike and no cap on patient connector for evaluation. The set was tested and leak was found from cut approximately 1 5/8 inches from sleeve in closed position.